Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that they had the permanent implant put in on (B)(6) 2017 and noted that the device had not been working for them since then. The patient noted that the trial was successful but they did not feel the programming was the same for the permanent implant. The patient stated that they were going around the clock despite therapy being on and increasing stimulation. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.